Manufacturer narrative:
(B)(4). The lot was manufactured from october 20, 2013 to october 21, 2013. The device was received for evaluation. A visual inspection revealed black marks, approximately 0.10 square mm in size, on the external surface of the tubing. The black marks were not in the fluid path. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were several black spots inside the tubing of a small volume intermate. This was noted before use. There was no patient involvement. No additional information is available.